Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Problem description: case damage. Lab observations (condition of unit as received): the module was received in good condition. Investigation summary: confirmed physical damage. Conclusion: shipping and handling. Rework replace casing. Disposition: route to service for normal process.

Manufacturer narrative:
Correction: after further review the file is revised to non-reportable malfunction.

Event description:
Case damage- (B)(6) 2018. 12:05:35, (B)(6) no charge oob / repair. (B)(6) 2018. 09:29:32, (B)(6). After investigation, the device module run time was 0 hours. This device meets the criteria per 1601-011-000 out-of-box failure processing document # 10000053419 for restocking back to finished goods warehouse. (B)(6) 2018, 15:26:50. (B)(6).problem description: case damage. Lab observations (condition of unit as received): the module was received in good condition. Investigation summary: confirmed physical damage. Conclusion: shipping and handling. Rework: replace casing. Disposition: route to service for normal process.